Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention was undertaken during which the ipg was explanted, replaced and relocated. Issue resolved.